Manufacturer narrative:
Internal file number - (B)(4). A cine was received and reviewed by an abbott vascular clinical specialist who concluded it is clear from the images provided that there is a guide wire distal section in the right coronary artery (rca). There is no final image provided without the second wire present but attempts to remove the wire surgically were made, confirming that it remained in the vasculature.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. During the procedure, the tip (10cm) of a hi-torque balance middle weight universal ii guide wire (gw) broke off in the patient's heart. No resistance was noted during advancement or withdrawal of the device. It was attempted to remove the separated tip via coronary artery bypass grafting but was unsuccessful. The tip of the gw remains in the anatomy. The patient remains hospitalized for further evaluation. No additional information was available.